Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond to magnet application. The patient was confirmed to have an intrinsic rhythm of 75 bpm and there were no adverse patient effects reported. The patient's friend indicated they thought they heard the device beeping last month. Boston scientific technical services (ts) recommended device replacement. The device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in loss of telemetry..